Manufacturer narrative:
(B)(4). Product code of device is ec60a. The ec60a device was received for analysis with no visual non-conformances and with an ecr60b cartridge loaded on the device partially fired 1/2 consistent with an incomplete or interrupted cycle. Additionally the cartridge was noted to have damage on the deck and is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occur. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Furthermore damage on the pan surface was noted. The damage to the reload pan is consistent with an improper loading technique. If the cartridge is not fully inserted into the channel, when the device is fired it can cause the pan to dislodge from the cartridge. Additionally when the reload is loaded improperly or long loading (holding features of the cartridge are not snap on the channel windows) at the moment of the firing, the cartridge will be eject forward and some staples will be deploy (approximately half way) and malformed because of incorrect alignment. The device was tested for functionality in the articulated position using a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as no short cut-absent cut was noted during functional testing. The cartridge was loaded into the device without difficulties and did not fall out during the visual and functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic colon procedure, "the reload was in the patient." The reload was removed from the patient, but it was not known how. It was unknown how the procedure was completed. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: what was the product code and lot/batch number for the stapler (ex: ec60, long60a, pse45a, plee60a etc.)? What was the product code and lot/batch number for the cartridge (ex: ecr45b, gst60g, etc.)? Is the cartridge returning with the device? How was the cartridge removed from the patient? Did the device deliver any staples or a cut line prior to falling into the patient? If yes, were the staples formed properly? If yes, was the staple line complete? If yes, was the cut line complete? On which reload did this event occur (1st, 2nd, 12th, etc.)? Was buttressing material utilized? If so, which product? Device was ec45a with blue reload ecr45b. Procedure: lap cholecystectomy the surgeon stapled the cystic duct. After firing the device the reload fell into the patient. It appeared the staples form on the duct, but there was no cut line (device did not cut). The surgeon removed the gall bladder. The surgeon cut across the staple line and put an endo loop over the staple line. The reload was removed through the trocar. After the case, a new reload was placed in the device and the device was fired without any issues. The surgeon thinks the tech loaded the device improperly during the procedure.